Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the speedscrew implant broke during use, it snare failed to shuttle the suture inside the anchor handle. The anchor was then removed from the patient and another was used in its place. There was no significant delay or patient injury reported.

Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned.